Manufacturer narrative:
Updated data: h6., additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Corrected data: d3, address, manufacture region, country code and postal code corrected from blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve was implanted during a procedure for a patient diagnosed with aortic valve stenosis, classified as nyha functional class ii, with comorbidities including dyslipidemia, hypertension, coronary artery disease, and chronic atrial fibrillation. The patient had a history of coronary angioplasty and was a pacemaker carrier (not dependent). During the procedure, major arrhythmias in the form of ventricular fibrillation and periprosthetic insufficiency, grade 2, occurred as acute procedural complications. The investigator assessed these complications as not related to the device and causally related to the procedure. Standard electrocardiography was performed at baseline, during the procedure, and at discharge, showing chronic atrial fibrillation at baseline but no abnormalities during the procedure or at discharge. At discharge, periprosthetic insufficiency, grade 2, was present. Device and procedural success were achieved, and the patient was discharged home with no late complications reported. No patient complications have been reported as a result of this event.